Manufacturer narrative:
D2b: lgw - qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads . Upn: m365sc2317500 . Model: sc-2317-50 . Serial: (B)(6). Batch: 7073244. UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient was prescribed with medication.